Event description:
It was reported that the device was replaced. Additional information received reported that 9 months prior to this report the patient stopped charging as it was difficult. It was noted that the patient did not like shocking with position changes. It was planned to replace the patient¿s implantable neurostimulator (ins) with another ins and it was noted that they may relocate the pocket. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis found that the implantable neurostimulator (ins) battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient had the system removed per request. It was noted it was not providing therapeutic stimulation or paresthesia. The event was noted as recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.